Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the device unformed, clips were not forming completely (rep said not scissored though), and device locked up and didn¿t fire. These same issues occurred with two additional devices but surgeon managed to still use third device to complete the case. The rep said no cholangiogram was done on this procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.